Event description:
The physician had intended to deploy an integrity 3.50 x 15 mm rx bare metal stent in the rca vessel. The vessel was described as moderately tortuous and the procedure was attempted radially. Negative prep was performed and the physician attempted to direct stent the lesion. A jr4 guide was used and a bmw wire. During positioning in the vessel as the physician was attempting to cross, it is reported that the guide, wire and stent catheter all disengaged the rca. The device was removed from the patient in order to reset the stent and wire however it was then discovered the stent was not present. The patient underwent a scan and this showed the stent had travelled to the left leg of the patient. There were no occlusion events or pain to the patient reported. No further intervention of the rca vessel was attempted. It is reported the patient is well with good palp pulses. Evaluation summary: the distal tip was flared and damaged. The stent was not returned with the delivery system. Crimp impressions were visible along the body of the balloon.

Manufacturer narrative:
Results: dislodgement. Resistance in vessel. Conclusions: dislodgement. Resistance in vessel. (B)(4).